Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the insulin gauge decreased from 30 units to zero. Prior to calling tandem technical support, the customer loaded a new cartridge successfully and received an accurate fill estimate. The customer reported blood glucose level was 307 mg/dl, with large traces of ketones. The customer delivered a correction bolus to address bg level.